Event description:
The customer reports the tip of the elevator broke during surgery. The date of the surgery was not provided. The tip was retrieved and no adverse effects were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
This MDR was filed in error due to a miscommunication between the customer and customer service representative. A supplemental MDR 1032347-2015-00005-1 was submitted as this MDR was also filed as a result of the miscommunication.

Event description:
Correction: due to a miscommunication between the customer and the customer service representative. Customer service reported the customer had four elevators break. As they did not occur during the same surgery four complaints were opened and four MDR's were filed. The customer returned two elevators for evaluation, upon follow up to determine the disposition of the other two elevators the customer stated she told customer service they ordered four elevators, only two of the four broke. Reference MDR's 1032347-2015-00002 and 1032347-2015-00003.

Manufacturer narrative:
The package insert for this device states "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.